Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an extra piece of plastic that prevented the inner cannula from attaching to the tracheostomy tube. There was no patient injury.